Event description:
The customer reported a ventilator experienced a touchscreen issue. The reported issue was found in clinical use. No patient or user harm was reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer that they may need to replace the touchscreen and provided the part identification number. The customer reported that they would order the touchscreen and repair the unit. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts were made to retrieve patient involvement context, device repair or diagnostic information, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. If additional information becomes available later, a supplemental report will be submitted.